Event description:
Caller alleged, discrepant results compared with the lab. Results as follows: date: 2007; in ratio, 1.7, 1.5; lab >3.0, 1.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 1.7, 1.5, lab:>3.0, 1.6; mean: n/a, 1.55; confidence limits cannot be determined. 1.2-2.3. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, customer didn't provide exact lab result. The confidence limits cannot be determined. Products will be tested. Per pr, in-house retains strips lot 060452 were tested using therapeutic blood from two donors. The acceptance criteria is as follows: if the mla inr is less than 2.0, then the allowable difference between the inratio inrs and the mla inr shall be +/- 0.5. If the mla inr is 2.0-4.5, then the allowable difference between the inratio inrs and the mla inr shall be +/-1.0. The test results of retains strips lots 060452 done in 2006 are as follows: patient 1:(see scanned table). Patient 2: (see scanned table). Based on the above test results, per pr, retained lot 060452 meets the criteria for strip accuracy.